Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. Patient information is unknown it was reported to boston scientific corporation that during a ureteroscopy procedure, the uromax ultra balloon catheter would not fully inflate, creating an hour-glass or waisting effect in the balloon. The physician used another uromax ultra balloon catheter device and the procedure was completed successfully. The patient was reported to be ok.

Manufacturer narrative:
A visual evaluation revealed that the shaft of the device was kinked at various locations along its length. A functional evaluation revealed that it was not possible to insert the recommended size guide wire through the wire lumen as a result of the kinks that were evident along the shaft. The balloon was able to be fully inflated to its rated burst pressure with no issues. The balloon inflated uniformly with no evidence of an "hour glass" formation. A vacuum was pulled and the balloon deflated fully in accordance with the device specification. The complaint as reported has not been verified through product analysis. No issues were noted with the balloon when it was inflated to its rated burst pressure. The complaint description does not correlate with the findings of the device investigation.